Manufacturer narrative:
The device was used in treatment. A review of the device history record identified no rejects for this lot number. A review of complaints against this lot number identified no additional reports.

Event description:
It was reported that during a radiofrequency (rf) procedure, the sheath was more difficult to maneuver than usual. Upon removal of the sheath once the procedure was completed, the tip was noted to be chipped. No injury or further complications were reported as a result of this event.

Manufacturer narrative:
After review of the returned sheath, it was found that the entire circumference around the distal tip of the sheath was cracked and deformed. The damage done to the distal tip to the sheath was not a manufacturing defect; it was from impact damage due to mishandling in the field. The distal tip of the introducer sheaths and dilators are checked by qa 100% per procedures (adelante breezeway introducer set packaging inspection) and 4d-51-017x-e (introducer sheath, adelante breezeway, in-process and final inspection). It is very unlikely an anomaly like this would go unnoticed by qa during two different 100% inspections. The reason for return was confirmed, however, no manufacturing defects were found. There were no manufacturing rejects or anomalies of this type recorded in the device history record. The introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. The potential effect to the patient for the reported failure may be related to: device is difficult to use, procedure delay, vessel spasm and/or trauma, dissection, perforation and/or tamponade, hematoma and/or nerve damage, pericardial/pleural effusion, vessel damage. The potential causes of this failure may be: improper or damaged extruded parts, improper tipping process, damage to tip during shipping, tip deformation or relaxation during storage. No injury is associated with this failure mode. Oscor will continue to monitor this device for complaint trends and risk. Based on this investigation, a CAPA is not required. Per procedure dimensional inspection is done 100% for distal tip length, shaft length, proximal end ID, distal tipped end ID, shaft od, sideport ID (p/f), over-molded shaft length, hub ID, flushport hole ID and shaft od on the arrive sheath. If product does not comply with its specifications, it is rejected. In addition, qa inspection includes roll test of 100 percent, visual inspection of 100% for dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, delamination or damage that may cause premature failure. Verify no separation between transitions of shaft, 100 percent inspection for obstruction to assure inner lumen is free of any obstruct material, a pull test is done to check for bonding of tubing to the hub, hole punching is inspected 100 percent and a leak test is done on all units. The arrive braided transseptal sheath instructions for use (IFU) informs the user that potential adverse events associated with percutaneous procedures include, but are not limited to, the following conditions: access site complications, air embolus, aortic puncture, arrhythmias, atrial septal defect, av fistula formation, coronary artery spasm or damage, death, device entrapment, dissection, hematoma, hemorrhage, infection, myocardial infarction, nerve damage, pacemaker or defibrillator lead displacement, perforation or tamponade, pericardial effusion, pleural effusion, pseudoaneurysm, pulmonary edema, stroke, thromboembolic events, valve damage, vasovagal reaction, vessel spasm or trauma. The IFU provides these warnings and precautions: fluoroscopy required for sheath placement - use of fluoroscopy during sheath insertion and placement is strongly advised. Inserting the sheath without fluoroscopy may result in damage to cardiac and vascular structures. Frequent aspiration and flushing - aspirate and flush the sheath frequently to help minimize the potential for embolic events resulting from the introduction of air or the formation of clot within the sheath. Remove catheters and dilators slowly - remove devices from the sheath slowly. Rapid removal may damage the valve components resulting in blood flow through the valve and cause a vacuum allowing air to enter the sheath. Sideport aspiration - aspirate the sideport when withdrawing the catheter, probe, or dilator to remove fibrin deposits that may have accumulated in or on the tip of the sheath. Sideport infusion - infusion through the sideport and catheter should be done after all air is removed from the system.